Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported that during a procedure the handpiece did not have phacoemulsification power. The handpiece had primed normally. The case was completed using an alternate handpiece. There was a 5 minute delay. There was no impact to the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The phaco handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The stroke test found the handpiece to meet manufacturer specifications. The handpiece was functionally tested and found to meet product specifications. The phaco handpiece was manufactured on october 5, 2013. Based on quality assessment (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 201(B)(4).